Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. This is an ancillary service event. Functional testing identified the f_94 alarm. The cause of the alarm was determined to be a swollen battery. To address this issue, the battery was replaced and the configuration settings were reset. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the f-94 alarm. There was no patient involvement. No additional information is available.